Event description:
It was reported that a user on ilet with a dexcom g7 experienced hyperglycemia, with a cgm value initially reading 382 mg/dl and a contemporaneous fingerstick of 300 mg/dl; the cgm then trended to 318 mg/dl with a horizontal trend arrow while the pump was being calibrated, and troubleshooting and education were completed with a plan for follow-up. Symptoms included no reported clinical symptoms associated with the elevated glucose. Outcomes included no hospitalization, no medical intervention beyond self-management, and continued monitoring. Investigation included user-guided troubleshooting and education regarding glucose monitoring and confirmation by fingerstick. Investigation of this case revealed no device malfunction identified and glucose values trending downward after confirmation and continued use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.